Manufacturer narrative:
Event and test date: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the difficulty listed cannot be determined based on the limited information available. The patient effects of occlusion and numbness are listed in the proglide instructions for use as potential complications associated with the use of suture-mediated closure devices. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulty with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article title: cutting balloon angioplasty to relieve femoral artery occlusion associated with a vascular closure device.

Event description:
It was reported that the patient presented with complaints of short distance claudication and numbness in the right leg since a cardiac catheterization was done through a right femoral access 1 day earlier. A proglide device had been used to close the site of arterial puncture. Duplex imaging confirmed occlusion of the right common femoral artery. Angioplasty using a 5-mm cutting balloon from a contralateral approach was performed. The angioplasty was successful in cutting the suture and resulted in successful re-establishment of right lower extremity flow. Details are listed in the attached article, titled "cutting balloon angioplasty to relieve femoral artery occlusion associated with a vascular closure device."